Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the aspiration was not working properly. The timing of event is unknown, however there was no impact to the patient reported. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The system was manufactured on august 25, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to function normally. Therefore, the root cause of the reported event cannot be established. (B)(4).